Event description:
The user facility reported that during a patient procedure the surgical table went into full flex position without operator input. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the table and found it was operating properly. The technician was unable to duplicate the reported event and no issues were noted. The technician articulated the table in all positions and confirmed the table to be operational. As precautionary measure the technician ordered a new table control board and hand control. The technician replaced the table control board and hand control and confirmed the table to be operating properly. The table is approximately 12 years old and is serviced and maintained by the user facility.